Event description:
It was reported that a symptomatic patient presented in the ER after receiving several inappropriate shocks. During interrogation the device was found to be in backup vvi mode. The device and the lead were explanted and replaced when firmware download was unsuccessful. The physician suspects the shocks were due to a lead issue. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: upon receipt, the device was found in backup vvi. The device image was found to be corrupted. The device was tested using automated testing equipment and no anomalies were found. The cause of the backup vvi could not be determined.